Event description:
The patient underwent a study (B)(6) 2012 to see if the baclofen injection was going to help him. The patient was previously having complications. The patient was noted as having taken too much baclofen and his lungs became paralyzed. It was further indicated that at the time the patient's lungs became paralyzed the patient was taking both oral and intrathecal baclofen, so the dosage was reduced. The patient was trying to get back up to a good dosage because the pump worked well at a higher dosage. The day after an increase, the patient was not noticing much of a difference. The pump was delivering lioresal. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Catheter model# 8709sc, serial# (B)(4), implanted: 2010-(B)(6), explanted: unk. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient experienced respiratory failure. A catheter dye study and pump rotor study were performed on (B)(6) 2012, and found to be normal. It was reported the patient's intrathecal baclofen therapy (itb) dose was decreased 'around' (B)(6), 2012, and oral baclofen was stopped. The patient required hospitalization due to the respiratory failure. It was noted the hospitalization attributed to a possible baclofen (oral and itb) overdose. The patient recovered without sequelae. The device system was used to deliver gablofen.